Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion, excessive bleeding and a cardiac perforation has occured. During a pulsed field ablation (pfa) procedure, a versacross rf wire was selected for use. Was selected for use. In the cardiac ablation procedure using also a farapulse field ablation system (pfa), while going transseptal, a perforation happened. It was followed by a pericardial effusion which was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ultrasound. An intervention team was called and a pericardiocentesis was performed. However, there was a lot of blood and the patient was moved to the operating room. The patient recovered and was extubated and doing well in the following day. A faradrive sheath was used, as well as a versacross transseptal wire. Medwatch report # mw5161842.